Event description:
Caller reported that pump button was extremely difficult to press and required multiple attempts to activate the pump screen. There was no reported impact to the customer¿s blood glucose level as levels remained within normal range. Customer support instructed caller on techniques to press the button more effectively, removed the pump from its case, and confirmed that button continued to be difficult to press. Customer will continue to use current pump, relying on t:connect mobile app to interact/bolus with pump.